Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer inquired about the audio issue. The audio issue was confirmed during the call. The insulin pump also alarmed battery failed and power loss. The customer¿s blood glucose during the incident was 15.5 mmol/l and the customer treated with the insulin pump. Details regarding symptoms of their high blood glucose levels were not provided. Troubleshooting was not completed. The device will not be returned for analysis.

Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and selftest. Device received with the audio alert functioning properly. No audio alert anomaly noted. No hardware low level failures alarm noted during testing or listed in pump history. No pump error noted. Device communicated and calibrated properly with test guardian link transmitter. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No failed battery test or power loss alarm noted.